Event description:
It was reported that during the use of the device for a non-clinical activity, after the sternal saw was sterilized, the customer noticed oil or lubricant coming from the saw. There was no pt involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded.